Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown. The customer attempted to restart the iabp, and it generated a high pitched noise. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the main printed circuit board (part number: 0670-00-00788). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).